Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cartridge (air bubbles) issue. The patient's blood glucose (bg) reportedly was greater than or equal to 250mg/dl (13.8mmol/l) and was positive for ketones. The bg value and ketone level reportedly were unknown/unspecified at the time the incident was reported. This complaint is being reported because the patient experienced an adverse event due to the alleged air bubbles issue with the cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge also passed the force test cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.